Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was replaced, the high voltage cable was cleaned and regreased, and the generator and filament were calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system x-ray tube was arching. No pt injury was reported.